Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there were balloon sticking to the stent difficulties and a dissection occurred. The physician placed a cypher stent in the circumflex artery but was unable to reach the lesion. The physician then crossed the lesion with a taxus express2 3.0 x 8 mm drug eluting stent. A small "s" turn was located proximal to the lesion which was in the circumflex at the area of take-off at the obtuse marginal. The taxus express2 drug eluting stent was deployed with no complications. The balloon was completely deflated and the physician could not advance or withdraw the balloon. It was sticking to the stent. The physician re-inflated and deflated, the stent was still sticking. Before the physician inflated the balloon for the third time, he pulled negative on the indeflator causing the guide to suck down the circumflex. The balloon was inflated a third time and deflated. The physician was then able to pull the stent delivery system out. The guide caused a dissection in the circumflex which was pooling outside but not into the pericardial area. The physician treated the dissection with another taxus express2 drug eluting stent and the pt was discharged home the following day.